Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an infection and the area of the infection was at the ins. The rep was supporting the implant replacement due to the infection. It is unknown when the infection occurred. The rep will send in the implant. No further complications were reported or anticipated with this event.